Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via contralateral approach. The de novo lesion was located in the severely calcified anterior tibial artery (ata). Severe resistance was encountered when crossing the lesion. Upon attempting to treat the lesion using the 2.50mm x 20mm sterling es monorail balloon catheter, the balloon ruptured on the second inflation at unspecified atms. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as 'good.'